Event description:
X-ray tech pushed the foot pedal and the screen for the access uroskop software went blank. This has occurred at least 2 other times. X-ray has to reboot the system to bring the screen back up. The surgery was delayed and the ureteroscopy was still in place in the patient's ureter. The surgeon could not move until the system came back up. The patient was not injured and the delay was minor.====================== manufacturer response for access uroscopy urology bed, access euroscopy eurology bed (per site reporter)======================biomed called the manufacturer and they came into the facility 2 days later. The manufacturer was able to duplicate the problem one time, but then not again. Manufacturer performed a complete preventive maintenance procedure. Service report received. No further action at this time.